Manufacturer narrative:
The fenestrated bipolar forceps instrument was transferred to a failure analysis engineer for further investigation and initial failure analysis findings were confirmed. The instrument was observed to have mechanical indentations on the bipolar yaw pulley. Based on the main tube scratch marks attributed to the user, there was likely some level of misuse by the user that caused the damage to the bipolar yaw pulley such as an instrument collision or accidental drop. Visual inspection was performed at the mechanical indentations and no materials were found to be missing.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had a defective metal cable observed during pre-disinfection before the instrument was sent to sterilization. The instrument had 2 lives remaining. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer were not able to provide further information.

Manufacturer narrative:
Based on the claim against the product by the customer noting broken cable, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar instrument was analyzed and found to have damage to the conductor wire¿s insulation. The conductor wire was found with an exposed internal wire. No thermal damage was observed. The missing piece of conductor wire insulation was approximately from 0.019" x 0.077". The instrument passed electrical continuity test. The instrument passed all functional tests on the in-house system. The grips moved intuitively with no issue. Additionally, the instrument was found to have indentation on the edge of the bipolar yaw pulley. The indentation was found to be aligned with the conductor wire insulation damaged. Further, the instrument was found to have various scratch marks with light material removed on the main tube. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of damaged conductor wire insulation is attributed to component susceptibility to damage during use or reprocessing. Damage can result from mechanical impact, such as accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage. .